Event description:
It was reported that the customer's insulin pump drive support cap was protruding. The customer's blood glucose level was 225 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose support disk. Rewind, basic occlusion, occlusion, and excessive no delivery tests were not performed due to the device was unable to prime. The device had loose drive support disk, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).